Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the housing of the pump was damaged where the cartridge slides into the pump resulting in the customer having difficulty inserting cartridges into the pump. There was no reported adverse effect to the customer's blood glucose. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.